Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the patient's right ventricular lead was oversensing noise. Programming changes were completed to address this issue. The patient was stable throughout and would continue to be monitored.